Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. H3: the lead, model# 977c165, serial# (B)(6), was returned for product analysis. The returned lead was subjected to a series of s tandard tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the insulation on the lead was cut, consistent with explant damage. Electrical testing determined that the continuity was complete and there were no electrical shorts between the circuits. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(6), ubd: 28-may-2025, UDI#: (B)(4). H6 codes belong to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that the patient began experiencing fluctuations in stimulation and loss of symptom relief after an accidental fall. The patient experienced pain in the upper body (arms, hands, back) and lack of function of therapy. Troubleshooting was performed. On several occasions, changes were made to the stimulation parameters. Impedance checks showed they were in good condition and x-ray. Finally, the lead was replaced and the issue resolved. Several days of recovery was noted.